Event description:
Rn heard a loud popping sound at patient's bedside. Hub separated from catheter. Patient was fine, someone clamped the catheter to stop leaking; catheter still in patient. No harm to patient noted.

Manufacturer narrative:
(B)(4). Customer returned the hub from the complaint device and one unused catheter to show as an example. Only the hub from the complaint device was returned. The hub was segmented to determine if remnants from the catheter remained inside. There was not any catheter material present inside the hub, which indicates the entire flare slipped out. A visual examination of the unused catheter was unremarkable. (B)(4). Appropriate design control activities have been completed. The root cause of the separation is unknown. Unfortunately, only the hub from the used catheter was returned to assist in this investigation. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in bs en 1617:1997. (B)(4). Expected project completion is june 2010. We will continue to monitor for similar complaints. Appropriate personnel have been notified.